Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1bktm, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that during follow-up appointment, the patient had irritation from the dressings, stated that they did not see improvement from the therapy, and wanted it out. This occurred, 6 days after the start of a 14 day advanced evaluation. The physician who was covering for the patient¿s implanting physician decided to remove the lead based on discomfort and feedback from the patient. The physician mistook the patient¿s implanted tined lead and percutaneous extension for a percutaneous nerve evaluation (pne) lead. They attempted to remove it by pulling it out in the office. This caused pain to the patient who was then sent to the ER to have the lead properly removed. The patient was admitted, given pain medication, and explanted, per protocol, the next day, (B)(6) 2017. It was reported that the lead was cut in the office and discarded along with the ens. There were no device issues reported.